Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) with blood glucose was 340 mg/dl. The current blood glucose is 200 mg/dl, 117 mg/dl. The customer was wearing insulin pump during hospitalization. The insulin pump passed the displacement test. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.